Event description:
It was reported by the customer that the nurse was in the middle of pulling medication and the bd medstation es logged them off and restarted. The customer also stated the device froze on the blue screen. They tried to restart the machine themselves, and this did not resolve the issue. No report of patient harm or injury.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number a review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that the device had an issue with carefusion as it got frozen on the blue screen. A technical service engineer pulled logs from remote smart service and called the pharmacy about the station to resolve the issue. The system functioned as intended after troubleshot by the technical support specialist.